Event description:
It has been reported that a day after the surgical procedure, one implanted device came out of the drilled hole. The doctor performed a second procedure to replace the device.

Manufacturer narrative:
The explanted device has been returned to coapt and is being evaluated by technical staff. The batch record was reviewed confirming that there were no anomalous events. Trend data was reviewed confirming no abnormal trend with this lot. Further information will be provided as it becomes available.